Manufacturer narrative:
(B)(4).

Event description:
It was reported approximately two weeks post implant that the implantable pulse generator (ipg) exhibited a false low impedance warning and the right atrial (ra) lead exhibited low impedance. The ra lead remains in use. No patient complications have been reported as a result of this event.